Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found that an application in the suite pc had an error and communication between various systems were not possible. Upon troubleshooting actions, fse reinstalled the suite os, application and restored the back up. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to start. The user performed a restart, but the issue persisted. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.